Event description:
It was reported that a bd pyxis¿ medstation¿ es tower device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter prefix, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The technical support specialist ran a site down query and confirmed that the interface was connected and both inbound and outbound messaging timestamps were current. The server did not show any delay and the health side viewer did not show any devices as disconnected. The tss identified that the hospital network was being affected by some kind of infrastructure or network issue and joined tab to monitor situation on bd side until dismissed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.